Manufacturer narrative:
Physio-control provided the customer with a replacement device. Physio evaluated the customer's device but was unable to duplicate the reported issue. The battery returned with the device was removed and visually inspected. Physio observed some residue on each contact, and the positive terminal had a coating that was visible. The device itself was then opened for inspection. It was observed that each battery contact also had residue on the flats of the contacts. Although there was residue observed on the battery contacts, both inside the device and on the battery itself, physio was unable to determine if this residue contributed to the reported issue. The device powered on, charged and shocked during testing, and no unexpected power off's were observed. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4): the customer, a biomedical engineer, advised that he was initially able to duplicate the reported issue. When he would bump the device, it powered off by itself. The biomedical engineer confirmed that the device's readiness display showed ok and that the battery indicator showed two (2) bars. Upon removal of the battery, the biomedical engineer confirmed that the battery itself showed two (2) led's. The biomedical engineer advised that following reinstallation of the device's battery, he could no longer duplicate the reported issue. The device remained powered on whenever he bumped or moved the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The reporter, a biomedical engineer, contacted physio-control to report that their customer's device had powered off by itself multiple times during a patient event. The patient was gunshot victim and was deceased upon arrival of medical personnel; however, per their protocol, the device was to be connected to the patient regardless. The reporter further advised that medical personnel stated that whenever the device was bumped, or moved, that it would power off by itself. Per the biomedical engineer, the device use did not contribute to the patient's outcome because the patient was deceased upon arrival of medical personnel. No further details about the patient or the event were provided.

Manufacturer narrative:
Correction information: event date of the initial medwatch report indicates: date of event - (B)(6) 2016. The initial medwatch report should indicate: date of event - ) (B)(6) 2016. Physio-control provided the customer with a replacement device. Physio evaluated the customer's device but was unable to duplicate the reported issue. The battery returned with the device was removed and visually inspected. Physio observed some residue on each contact, and the positive terminal had a coating that was visible. The device itself was then opened for inspection. It was observed that each battery contact also had residue on the flats of the contacts. Although there was residue observed on the battery contacts, both inside the device and on the battery itself, physio was unable to determine if this residue contributed to the reported issue. The device powered on, charged and shocked during testing, and no unexpected power off's were observed. The cause of the reported issue could not be conclusively determined. The supplemental medwatch report should indicate: physio-control provided the customer with a replacement device. Physio-control received the device and performed an evaluation. The battery returned with the device was removed and visually inspected. Physio observed some residue on each contact, and the positive terminal had a coating that was visible. The device itself was then opened for inspection. It was observed that each battery contact also had residue on the flats of the contacts. Based on the available information observed during testing, it was determined that the observed residue and slight wear on the battery contacts likely led to the reported loss of power; however this could not be duplicated during testing. During testing, the device powered on, charged and shocked during testing, and no unexpected power off's were observed.

Manufacturer narrative:
The likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The CAPA-(B)(4) investigation has concluded that the increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.